Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and far r wave oversensing. Final analysis found that as received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture and far r wave oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic reporting discomfort. Upon examination, it was found that the atrial lead had dislodged, resulting in failure to capture. X-ray imaging showed the lead had dislodged. The lead also exhibited inappropriate sensing issue. The lead was explanted and replaced. The patient's condition was stable.

Event description:
It was reported that the patient presented in the clinic reporting discomfort. Upon examination, it was found that the atrial lead had dislodged, resulting in failure to capture. X-ray imaging showed the lead had dislodged. The lead also exhibited far r wave oversensing. The lead was explanted and replaced. The patient's condition was stable.